Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was intermittently atrial pacing at inappropriately high rates and the patient was symptomatic. It was further reported there was an issue with the rate response functionality. The device was reprogrammed and the rate response feature was turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced symptoms which included chest pain, numbness, weakness, dyspnea, and chest tightness "like a choking or tightening feeling in my throat". The patient's episodes were unable to be reproduced with activity and the episodes were observed without activity.